Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited noise reversion. The patient claimed to have experienced lightheadedness. No intervention was performed. Patient condition was stable.